Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon would not deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure performed in an unknown date. During the procedure, the physician reported a balloon deflation problem and removing the balloon through the scope. The procedure was completed with the original device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.